Event description:
The customer advised that when they put the water cap on the device the entire metal silver piece comes out. It is unknown how it was damaged or became loose. The event date is unknown. No further damage or abnormalities were observed. The device is reprocessed in the medivator. No further information was able to be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information received from the customer, and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that cracks on the distal end occurred due to external force applied. A review of the instructions for use confirm the following verbiage in section '3.2 inspection of the endoscope': "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities".

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿air/water port loose¿ was confirmed. The scope¿s elevator channel water flow was found loose. The forceps cover was missing and the insulation cover reading was low. A cut was noted on switch #1. The scope¿s control movement was checked and was noted to have loose play. The scope passed the leak test after the elevator channel was tighten. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, the air/water port of the scope was noted to be loose. There was no patient involvement.